Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and low amplitude. X-ray was obtained and showed lead perforation. Additional information indicates that the perforation was in the heart wall which led to pneumothorax. The lead was repositioned. No additional adverse patient effects were reported.